Manufacturer narrative:
After further review of additional information received the following sections g4, g7 ,h2,h3 and h6 have been updated accordingly. The shuttle of the 5f mynxgrip vascular closure device (vcd) was unable to be manipulated properly. There was no reported patient injury. The mynx vcd was used in a diagnostic coronary procedure. The device storage did not exceed 25 °c. The procedure used a retrograde approach. The deployer was mynx certified. The vessel type was arterial. The sealant was not stuck to the device components. Hemostasis was achieved using another unknown manufacturer¿s device. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock opened, and the sealant sleeve was observed to have been displaced close to the distal end of the grey handle. The condition of the returned device indicates a complete removal of the device and does not match the description of the incident. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Without the return of a complete device, a functional testing on the returned device could not be conducted. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Analysis of the returned device does not match the event description. In addition, without the return of the sealant, advancer tube, syringe and procedural sheath, a complete physical evaluation could not be conducted. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1924603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of the 5f mynx grip vascular closure device (vcd) was unable to be manipulated properly. There was no reported patient injury. The patient recovered after the mynx event. The type of procedure the mynx vcd was used in was diagnostic coronary. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx certified. The vessel type was arterial. The sealant was not stuck to the device components. Hemostasis was achieved using other unknown manufacturer¿s device. The device storage did not exceed 25 °c. Other additional procedural details were requested but were unknown. The device is expected to be returned for evaluation.